Event description:
It was reported that an asymptomatic patient had several episodes of noise on both atrial and ventricular channels. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.